Event description:
Surgeon initially reported four cases of endophthalmitis possibly associated with the use of the phaco system. Facility later reported that these events were possibly associated with viscoelastic. One of the four pts had faecalis enterococcus, one had staphylococcus and the other two pts had no growth. This pt is one of four being reported. This pt had severe tyndall and hypopyon. Vitreous culture revealed faecalis enterococcus at day 2 post cataract surgery. Faecalis enterococcus was not found in the other three pts but was reported to be found in other areas of the operating room. Treated with antibiotics. This pt's condition is improving va 6/10.